Event description:
Reporter indicated that vns pt had passed away. The pt was reportedly found face-down on the floor at home. The pt reportedly experienced no change in seizure control with the vns therapy. Treating physician indicated that the relationship between the pt's death and the ncp system was unknown.